Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. However, they chose not to reload the original cartridge and instead loaded a new one with assistance, enabling them to resume insulin therapy. The issue was resolved.